Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in biliopancreatic duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the wire inside the handle was fractured. The procedure completed with trapezoid rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address (B)(6). Block h6 device code a0401 captures the reportable event of the wire inside the handle was fractured.

Manufacturer narrative:
Block e1: initial reporter address (B)(6). Block h2: block h6 has been updated based on the device used past expiry date. Block h6 device code a0401 captures the reportable event of the wire inside the handle was fractured.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in biliopancreatic duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the wire inside the handle was fractured. The procedure completed with trapezoid rx. There were no patient complications reported as a result of this event.